Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. It was also reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose value was 145 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue of battery jumping could not be verified, however alleged issue of battery not charging was verified.